Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter inside the tubing of an amia cassette; further described as "appeared to have an ant inside it that was not moving". This was identified before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.